Event description:
Additional information. A decision was made to not perform defibrillation threshold (dft) testing. No further programming changes were made. This device remains implanted and in service.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be upated

Event description:
Boston scientific received information that the patient with this device was hospitalized due to ventricular tachycardia. A review of the arrhythmia logbook revealed events treated by anti-tachycardia pacing (atp). One episode was treated with both atp and five 41 joule shocks. The sixth 41 joule shock successfully converted the arrhythmia. During the implant procedure, no defibrillation threshold (dft) testing was performed. All lead measurements were acceptable and constant. An internal technical service consultant was contacted for their recommendations to assure device is capable of converting arrhythmia's and a save to disk was provided for their review. No adverse patient effects were reported. Ts reviewed the data. A review review the logbook revealed a commanded episode was delivered to cardiovert the patient. Numerous non-sustained ventricular tachycardia episodes with vt episodes were also recorded. It was thought the episode started after a premature ventricular contraction (pvc). The shock channel displayed a change in morphology. An electrophysiology study was recommended to determine the atp scheme effectiveness and possibly defibrillation testing to ensure defibrillation is successful. It was also recommended to determine whether there were any patient related aspects of the events. Reportedly, some episodes coincided with the patient's physician exertion.